Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) previously implanted in order to end erectile dysfunction. Unspecified issues were being experienced by the patient leading to another procedure being planned. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.